Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.

Event description:
Reference MDR #3006425876-2011-00047 for the first event involving the same patient. It was reported that the patient's insertion site was left vena jugularis. The catheter had been inserted on (B)(6) 2011 in the intensive care unit. About three hours later, it was noticed that the catheter body had burst. The catheter was removed and a 5-lumen central venous catheter (cvc) was inserted successfully. There are no reported patient complications or injuries. Additional information received on (B)(4) 2011 stated that they were using a bbraun perfusor syringe pump when this occurred. There was no delay in treatment and the patient's outcome was fine.